Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior/posterior repair due to cystocele, rectocele, sui and prolapse of vaginal vault. It was reported that following insertion the patient experienced pain/discomfort, sui, possible mesh erosion, vaginal dryness, decreased libido, possible erosion of the vaginal tissue and painful intercourse. (B)(4).

Manufacturer narrative:
It was reported that patient underwent a total laparoscopic hysterectomy with bilateral salpingectomy and left ovarian cystectomy and excision of suburethral sling on (B)(6) 2014 due to pelvic pain, dyspareunia, dysmenorrhea and adenomyosis. It was reported that patient underwent a hysteroscopy with endometrial ablation in 2010.